Manufacturer narrative:
Product ID 3889-28, lot# va0fkmy, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
The patient reported that they did not feel stimulation sensation while therapy was on and had a return of symptoms which was sudden. There were no medical procedures/emi and no trauma/falls that could be related to this issue. This event occurred during product use and the indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It is unknown if troubleshooting or if any actions were taken to resolve the issue. No outcome or intervention was reported regarding this event. Further follow- up is being conducted. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0fkmy, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
The patient reported that they did not feel stimulation sensation while therapy was on and had a return of symptoms which was sudden. There were no medical procedures/emi and no trauma/falls that could be related to this issue. This event occurred during product use and the indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It is unknown if troubleshooting or if any actions were taken to resolve the issue. No outcome or intervention was reported regarding this event. Further follow- up is being conducted. If additional information is received, a follow- up report will be sent.